Event description:
Literature: vrba I, kozak j, koran m, knotek p, stetkarova I. [Bio-psycho-social assessment of neuromodulation analgesic treatment of pts with failed back surgery syndrome (first part)]. Bolest. In 2008; 11(4):207-214. Summary: this article presents the use of neuromodulation analgesic methods (both stimulation and drug delivery) for the treatment of failed back surgery syndrome (fbss) in 36 pts who failed conventional medication management and successfully fulfilled the trial period. Twenty-four pts were implanted with neurostimulation systems with one electrode, 2 pts were implanted with neurostimulation systems with two electrodes, and 12 pts were implanted with a pump system. Reportable event: two pts experienced serious infections, requiring removal of the system. No pt outcome was reported. See literature article with MFR report # 2182207200907575.

Manufacturer narrative:
This report is being submitted following an internal assessment.